Event description:
It was reported that the clips fall from applier plus a small metal sheet has come out from the jaws.

Manufacturer narrative:
When the investigation is completed, I will file a supplemental report.